Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 425cc saline prosthesis, catalog #3501670, serial #(B)(4).

Event description:
It was reported that a (B)(6) -year-old female underwent breast augmentation revision with a mentor smooth round moderate profile 425cc saline prosthesis. On (B)(6) 2018 left sided deflation was suspected, as the left prosthesis appeared lower than the right. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on november 12, 2020. Bilateral prosthesis replacement with 650cc mentor memorygel breast implants was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on october 22, 2020. The explant date was provided with the paperwork received with the device. An explant was performed on (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on october 27, 2020. Device evaluation summary: during the visual evaluation, an anomaly was observed on the anterior view of the device consistent with a crease/fold. A tear was also observed within the crease/fold measuring approximately 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).